Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and from a consumer via a manufacturer representative regarding a pump system being used to deliver unknown drug at unknown dose/concentration for non-malignant pain. The pump broke after only 4 months and was of no use. Follow-up was attempted to determine the type of drug in the pump (as well as drug lot number, daily dose, concentration, and therapy dates), other medications taken by the patient, pertinent patient medical history, the nature and root cause of the event, what symptoms the patient experienced, what troubleshooting was performed, and what actions/interventions were taken to resolve the issue. A supplemental report will be submitted if additional information becomes available.